Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen had locked up. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. In a good faith effort (gfe) response from the customer received on 16apr2025, it was stated that the patient information was unknown. The customer informed the remote service engineer (rse) of the device issue and stated that the patient had been successfully moved to another ventilator. The rse provided the customer with the part information for the touchscreen, but the customer biomedical engineer (bme) stated that the issue was resolved successfully by completing a touchscreen calibration. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.